Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned in one piece. The piece measured approximately 317.5 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and was consistent with a slight normal degradation. Examination under magnification confirmed the pattern on the tip was consistent with slight normal degradation. Fibers are consumable and meant to degrade. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the connector. It is likely that due to the fracture within the connector the aiming beam and laser energy would be weak exiting the tip, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.